Event description:
The following has been reported: began pm and pump began to encounter issues detecting power input and switching over to battery. Pump had a loose screw rattling around in it when it came to biomed which may have shorted out and damaged power supply board. Replaced board. While replacing board found card to card cable from power supply to motherboard was pinched and damaged. Pinched cable likely did not result in failure as conductor was not shorted to metal and appeared fine. Replacing card to card cable.pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass issue is the power supply board; no evidence that the loose screw affected the board at this time. Reporting as a conservative measure. No adverse event reported. More information is needed to complete the investigation.